Event description:
A (B)(4). It has been reported to us that the balloon ruptured before reaching 8 atms.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.